Event description:
It was reported that the patient went into vf during MRI scan. The device was found in backup vvi mode after the patient received external defibrillation. The device was reprogrammed and remains implanted. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.